Event description:
After an atrial fibrillation procedure, it was reported that the patient¿s heart rate increased and an echocardiogram confirmed a small pericardial effusion. Pericardial window and drain insertion was performed. The patient was stabilized. On (B)(4), received additional information requested from bwi representative stating that at the completion of pulmonary vein isolation and typical atrial flutter ablation, it was noted that the patient¿s blood pressure was decreased and requiring medication for pressure support, as well as the patient had an increased heart rate. A small to moderate pericardial effusion was noted on transthoracic echo and the patient was referred to a cardiothoracic surgeon to drain the effusion. The patient did required an extended hospital to recover post-draining effusion and has fully recovered.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).